Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, staples malformed. During the low anterior resection of rectum, after fired with 3 ecr45ds, found half of staples malformed (one side). Suture was used to sew the wound. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r57m15. The analysis results showed that three ecr45b cartridge reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridge reloads were received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.